Event description:
It was reported that the motor not running alarm occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the seal was removed/broken. The device's top right corner , both plunger cases and bottom case were cracked. The reported event was captured in the event history log. The technician performed an occlusion test. The root cause of the reported event was found to be the main board was sitting on top of extrusion instead of inside the groove of extrusion. This was due to incorrect assembly on the main board by the user. The technician replaced main board, motor assembly (stepper motor included), worm gear, leadscrew and clutch halve for preventive measures. The device passed occlusion test. Unique identifier is unknown. No information has been provided to date.